Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not sound an audible alarm tone when the device was running on battery power and the battery was removed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.